Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a scissor clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although no conclusion could be reached as to what may have caused the reported incident, it is known from the history of the device that incorrect/excessive application of torque to the jaws may result in clip malformation. The application of torque creates a temporary misalignment of the tips which is known to produce a scissored clip. In addition, the device locked out as intended but the orange indicator visible at the 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: response from the affiliate: the device was not fired on the hard object like the existing clips.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was formed tear-drop shaped. Another device was used to complete the case. There were no adverse consequences for the patient.